Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d154awg implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
The 4076 proximal portion of the lead was received measuring 11.5 cm. The outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during a routine lead replacement, the physician found that the atrial lead had a break in insulation. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.